Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of foam particles inside the assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and there was evidence of foam particles inside assembly. There was a total of 32 errors displayed in the error log. The device was scrapped.